Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/slda is related to a combination of challenging anatomy and procedural conditions (poor imaging). The reported poor imaging is due to challenging anatomy, per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), posterior leaflet tethering, hypokinetic posterior leaflet, and an enlarged atrium for a mitraclip procedure. During use of the first clip, leaflet insertion assessment was successful and the deployment sequence was started. During delivery catheter detachment, a single leaflet device attachment (slda) was observed. The posterior leaflet was attached and the anterior was detached. Per the physician, the slda was due to the challenging anatomy which also contributed to difficulty with visualization. An additional clip was placed to stabilize the slda, and the mr was reduced to grade 2. There were no adverse patient sequela or clinically significant delay.